Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a craniotomy, the bur broke and a bur fragment was left behind in the patient. A second procedure was performed to remove the fragment. It was also reported that the second procedure was completed successfully, with no surgical delay.